Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possible sweat exposure. Blood glucose level at the time of the incident was 168 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.